Event description:
A malfunction alarm on the pump was reported after it got wet. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump while tandem technical support arranged for a replacement pump with updated software. The caller was advised on steps for using the new pump, including waiting for g7 sensor sessions to end before inserting a new sensor, and acknowledged the instructions. The defective pump was to be returned within 10 days using a pre-paid label.